Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure crease wear abrasion missing was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the right side. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed with an MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13-aug-2024.

Event description:
Healthcare professional reported right side "intracapsular rupture." Device has been explanted.